Event description:
It was reported that during an interventional procedure, a guide wire passed through a side hole of a guide catheter. The lesion was located in the right coronary artery (rca). The forte 185cm guide wire "went through a side hole of another manufacturer's guide catheter." The guide wire and the catheter were removed together. The procedure was completed with another of the same device. No patient complications were reported. The patient status is "ok."

Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)